Manufacturer narrative:
(B)(4). Batch # m55f0x. The analysis results showed that one ecr45d reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec45a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the event date was reported as (B)(6) 2016. What is the correct event date? Sorry, it should be (B)(6) 2016.

Event description:
It was reported that during an unknown procedure, the device was used to anastomose the lobe on the first firing with the gold reload. Only the proximal staples were deployed, but the device cut the tissue. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.